Manufacturer narrative:
Based on the review of additional information, it was determined that this medwatch report is a duplicate of 1822565 -2024 -03501. The initial report was forwarded in error and should be voided.

Event description:
Based on the review of additional information, it was determined that this medwatch report is a duplicate of 1822565 -2024 -03501. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D10: cat: 32810502701 lot: 64596821 pin/bushing replacement kit extra small for use with extra small humeral implants: 32-8105-27- 04,06. G2: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an elbow revision approximately twenty seven (27) months post-initial implantation due to implant breakage. No additional patient consequences were reported.